Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit (B)(6) 310-01-41 - equinoxe, humeral head short, 41mm (alpha) (B)(6) 314-13-02 - equinoxe cage glenoid small, alpha (B)(6) should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 55 yo female patient, who had torn rotator cuff, underwent a revision procedure to convert from an anatomic to a reverse shoulder. During the procedure the patient coded, and the procedure was aborted. Currently, the patient only has the stem, baseplate and three screws implanted. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were provided. No further information. This is 1 of 2 events for this patient.